Event description:
It was reported that the collar was lifted. A 6f guidezilla ii was selected for use. During the procedure, the collar of the device was lifted upon advancement. The device was simply removed from the patient but slight resistance was noted. There was no fragments of the device that was left inside the patient. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure is good.